Event description:
A shocking or jolting sensation was also reported.

Manufacturer narrative:
Product ID 37081-40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37081-40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3877-45, lot# 0205476745, implanted: 2011 (B)(6); product type lead product ID 3877-45, lot# 0205476744, implanted: 2011 (B)(6); product type lead (B)(4).

Event description:
Additional information indicated the patient was receiving normal therapy and the issues had not occurred in the last few weeks. It was noted that the physician was still working with the patient to diagnose the swelling during stimulation. If additional information is received, a follow up report will be submitted.

Event description:
It was reported that when the implantable neurostimulator (ins) was turned on, the patient felt normal paresthesia for about three to four hours and had normal pain relief. After that time, the patient experienced pain and numbness from the ins in the lower back and down the leg and knee. Stimulation in the wrong location was noted. Swelling was also reported around the extension and the extension was clearly visible. When the ins was turned off, the pain in the knee would suddenly disappear and the swelling and pain in the back and upper leg would disappear within about 24-48 hours. Impedances were measured and were normal. Reprogramming was performed. It was also reported that the supermarket security system would beep when the ins was turned on. The patient status was alive with no injury.